Event description:
Additional information: it was reported by a healthcare professional that this event was being addressed as a research and development issue. The affected patients were known.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. The hm3 IFU states that if the hm3 lvas does cause interference to another device, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increase the separation between the equipment, connect the equipment to an outlet on a circuit different from that to which other devices are connected, or contact the manufacturer for assistance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event with regards to the referenced heartmate ii patients was reported under medwatch MFR report # 2916596-2018-03958. Device information was not provided. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the new x-ray scanner at (B)(6) had some artifact images appearing from lvad. Reportedly this issue had occurred with multiple patients and it was not known if all the patients had heartmate ii or heartmate 3.